Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, while firing the device, the surgeon noted the trigger felt easier than normal to fire. There was not the normal amount of resistance. After firing, the device was removed and case was continued. The surgeon went back to check the cecum and noticed a blood clot at the staple line location. The blood clot was removed and it was noted that no staples were delivered, but the device cut completely. The surgeon oversewed the stump to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: additional information from user facility medwatch: endoscopic stapler didn't staple but still cut. The patient is a previously health infant male who has had about a week of upper respiratory symptoms followed by abdominal pain and fevers. CT scan was performed and this demonstrated an enlarged thickened appendix, as well as thickening of the bladder wall and some right pericolic gutter fluid. Findings: consistent with acute appendicitis. The patient does have a very extensive dilation of the small bowel, extensive fibrinous exudate. I could not identify a true perforation per se. The bladder wall was very thickened with multiple loops of small bowel densely adherent here. The patient was extubated in the operating room and taken to recovery in stable condition. The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.